Event description:
A 2.5 mm x 12 mm nc sprinter rx dilatation balloon catheter was inserted to post-dilate a previously deployed stent in the mid lad. Vessel morphology was reported to be non tortuous with no calcification and 75% stenosis. It was reported that the balloon was advanced to the intended lesion site and upon the first inflation, the balloon would not inflate with evidence of contrast loss from the balloon. The balloon was successfully removed from the pt. The case was completed with a second nc sprinter dilatation balloon catheter. The pt condition is reported to be good. Eval summary: medtronic has received the device and its analysis has been completed. The device was severely mis-shaped; shaft oval in nature. There was blood present in the balloon and proximal transition tubing. The hypotube was severely bent/kinked. There was blood/contrast residue in the inflation lumen and in the balloon. Unable to inflate the balloon to check for a leak due to the blood/contrast in the inflation lumen. The device was placed in a water bath to disperse the residue within the inflation lumen. Negative purge failed when performed, indicating the presence of a leak. The balloon was inflated and a small leak was detected on the outside of a fold on the distal cone, distal to the marker band. Please note that this device is distributed outside the united states; however, it is similar to the united states distributed product.

Manufacturer narrative:
Eval results: failure to follow instructions (the IFU recommends examining the device prior to use).